Manufacturer narrative:
The following communications were performed: it was reported the mother presented with concerns of no fetal movement. The nurses placed the patient on the monitor in the triage area prior to physician confirmation of fetal life via ultrasound. The fetal heart tracing displayed bradycardia between 110-120 bpm, per biomed. Subsequently, an ultrasound revealed fetal death. A philips field service engineer went onsite to test the devices, finding no malfunction. A good faith effort (gfe) was made to obtain additional information and in response it was informed that the patient presented at (B)(6) weeks pregnant due to decreased fetal movement. The baseline heart rate was measured at 110 beats per minute (bpm) even with accelerations. During monitoring, the nurse could not categorize heart tones as fetal or maternal as the maternal pulse was not checked; therefore, the physician performed an ultrasound, which revealed fetal death. It was noted, fetal life was not confirmed prior to connecting to the monitor. The complaint was escalated for technical investigation and the results indicated that the staff went through all the normal troubleshooting when a fetal heart rate cannot be obtained. Fetal demise had occurred prior to the presentation of the mother from all the information received from the customer. Based on this information, the device did not cause or contribute to the pre-existing fetal death. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A clinical harm review was performed and indicated that this event is assessed as not related to the device in this case. Based on the information received, fetal demise occurred prior to the mother presenting to the hospital. Analysis was performed and investigation has been completed. The fetal demise had occurred prior to the mother presenting to the hospital and based on this information, the device did not cause or contribute to the pre-existing fetal death. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The patient presented at 34 weeks pregnant due to decreased fetal movement. The baseline heart rate was measured at 110bpm even with accelerations. During monitoring, the nurse could not categorize heart tones as fetal or maternal as the maternal pulse was not checked; therefore, the physician performed an ultrasound, which revealed fetal death. It was noted, fetal life was not confirmed prior to connecting to the monitor. Based on this information, it cannot be determined whether the device was related to the reported death as it remains unknown when death occurred.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.